Manufacturer narrative:
(B)(4). We are currently of the process of obtaining further information from the healthcare facility to determine if the complaint iw910 mobile infant warmer had a malfunction which caused or contributed to the reported event. We will submit a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the head casing of an iw910 mobile infant warmer was cracked. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint iw910 mobile infant warmer was not returned to fisher & paykel healthcare in (B)(4) for evaluation. Photographs were requested from the healthcare facility however no response was received despite at least one follow-up attempt. Our analysis is accordingly based on the information provided by the hospital, previous investigations of similar complaints and our knowledge fo the product. Without return of the complaint device we are unable to conclusively determine what may have caused the reported event. However based on the results of our previous investigations into similar complaints, it is likely that the reported cracking on the warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastics and acrylic components of the infant warmer. When the warmer head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the warmer head. We note that the subject infant warmer is approximately 12 years old. The product technical manual of the infant warmer features a diagram of the infant warmer which highlights the plastic surfaces of the unit containing components made from polycarbonate or acrylic, and states the following: - "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base." - "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." We have since revised our cleaning instructions to recommend specific proprietary cleaning products.

Event description:
A healthcare facility in (B)(6) reported that the head casing of an iw910 mobile infant warmer was cracked. No patient consequence was reported.